Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 81 or pump error 82 noted. The was tested outside of device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by an unknown party that the customer had multiple pump error alarms. The customers blood glucose was 5.0 mmol/l during the time of the incident. The device will be returned for the analysis.